Event description:
It was reported that the patient presented in clinic complaining of muscle stimulation. Upon device interrogation, the left ventricular lead exhibited loss of capture. During testing the patient experienced light headedness. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.